Manufacturer narrative:
Device has not been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. Thus, device history record review for unsterile part was completed: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon had difficulty inserting the locking screws since the tapping function did not work well. Finally they were forcefully compressed and could be inserted. It seems that cutting flute of variable angle locking screws are bigger and not sharp enough compared to standard locking screw's one. The operation was extended for fifteen minutes. This is report 2 of 2 for (B)(4).